Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they reinstalled the cranial software and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system could not launch the cranial software. No patient was present at the time of the event.